Event description:
It was reported the pt was not receiving stimulation coverage. The pt was reprogrammed but regained only partial coverage. The pt will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.